Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during our testing. No moisture damage inside pump noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed button error and could not be cleared as the buttons are not responding. Blood glucose value is 5.2 mmol/l. Nothing further reported.